Event description:
It was reported on (B)(6) 2016 that a patient was experiencing an increase in seizures. A battery life calculation was performed, which estimated 4.7 years remaining battery life. Attempts for further information were unsuccessful to date.